Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose of over 400 mg/dl. Customer experienced symptoms related to high blood glucose such as beginning to go into diabetic coma. The high blood glucose was treated via hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis. Frn-reservoir.